Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in the insulation at the tip becoming detached is the device coming into abrupt contact with a hard object, improper insertion or removal from an apparatus, or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
The doctor was using the device, when a piece of the plastic insulation near the tip came loose. It was collected from the operative site successfully.

Manufacturer narrative:
There was a relationship between the returned device and the reported event. Visual inspection under magnification shows moderate screen and electrodes wear with scratch/scuff marks and discoloration on spacer and cap. The t/c wire is broken at distal end creating an error e-6, open t/c; the insulation around the shaft is compormised. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the e-7 error an error e-6, open t/c was indicated. The suction line was tested and is clogged by dried parts of tissue. A back flush could not clean the line. The complaint was verified with several root causes that could have contributed to the reported error. The insulation on the shaft is damaged on multiple places at distal end probably caused by hitting other equipment while using the wand. It is possible that upon insertion or removal of the device, the insulation came into contact with the boundaries of unknown objects also causing the broken t/c wires at distal end.